Event description:
It was reported that when the device was used during a colectomy procedure, the device fired correctly but reloads would lockout and prevent firing. The case was completed with no adverse to patient. There was no consequence to patient.